Manufacturer narrative:
The subject device remains implanted.

Manufacturer narrative:
The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection, patient complications (neurological symptoms) and patient thrombosis (treated vessel) are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that after percutaneous transluminal angioplasty (pta) with a balloon in the c1 segment of the internal carotid artery, the stent (subject device) was deployed and the operation was completed. It was reported that the stenosis that was being treated caused thromboembolism. 12 hours post procedure, the patient experienced decreased level of consciousness and vessel dissection at the c1 segment of the ic was confirmed via angiography. A non-stryker stent was deployed as treatment. The patient is reported to be paralyzed on one side of the body. No further information is available.

Event description:
It was reported that after percutaneous transluminal angioplasty (pta) with a balloon in the c1 segment of the internal carotid artery, the stent (subject device) was deployed and the operation was completed. One day post procedure vessel dissection at the c1 segment of the ic was confirmed via angiography, and a non-stryker stent was deployed as treatment. The patient is reported to be paralyzed on one side of the body.